Manufacturer narrative:
Additional information: the balloon did not fragment and it was removed from the patient in one piece. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the pacific xtreme pta balloon catheter was received for evaluation. Two kinks were noted in the catheter. The kinks were located at the distal tip of the y-manifold strain relief and approximately 29.5cm from the distal tip of the y-manifold strain relief. The kinks most likely happened post-procedure when the catheter was not supported by a guidewire and given how the device was packaged for return. Sanguine residue was noted within the inflation lumen of the catheter and within the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold. The syringe was pressurized but fluid would not flow the guidewire lumen; most likely due to the kinks. A 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and pressurized; the balloon chamber was able to be inflated. A 20cc water filled syringe with manifold was attached to the inflation lumen luer lock on the y-manifold and the balloon chamber was able to be inflated to nominal pressure of 6 atm. When an attempt to inflate to rated burst pressure was made a leak was noted when fluid flowed out of the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a pacific xtreme pta balloon catheter to carry out a procedure on the superficial femoral artery (sfa). The left mid, fibrous lesion was moderately calcified and minimally tortuous. There was 100% lesion stenosis (chronic total occlusion). The lesion length was 300 mm, where the artery was 6 mm in diameter. There was "serious in stent restenosis" related to the anatomy. The sheath was 6f. There was no embolic protection device used. The balloon was inflated with a non-medtronic inflation device. The IFU was followed during preparation and procedure. It was reported that the physician passed the balloon through a previously-deployed stent and encountered no resistance. Upon the second inflation, the balloon ruptured at nominal pressure, 6 atm. It was a circumferential / radial balloon burst. All balloon fragments were retrieved. The procedure was completed with a second pta balloon of the same size and lot. No patient injury was reported.